Event description:
The iab was inserted into the pt left femoral artery on 5/31/97 because of chest pain with documented three vessel cad. The pt went for CABG x4 on 6/1/97. In the early am on 6/3/97, blood was noted in the tubing from the catheter. The balloon catheter and sheaths were removed percutaneousy because of the balloon rupture. Later in the day, the pt required reinsertion of another iab because of hemodynamic instability. Event complications: unk - rpt'd 6/4/97; none - rpt'd 6/25/97. Pt current status; unk - rpt'd 6/4, 6/25/97.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.